Event description:
It was reported that on (B)(6) 2026, the healthcare provider inquired as to why the left ventricular electrogram appeared flat on (B)(6) 2026. Technical services (ts) reviewed the data and indicated that the patient may have passed away. Additional ts review indicated that on (B)(6) 2026, the patient was in atrial fibrillation (af) and the cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks for af with rapid ventricular response (rvr). The delivered shocks were successful in converting the af and rvr, but the rhythm kept coming back. The last atrial tachy response (atr) episode showed that the ventricle had slowed, but the shock morphology was still wide. The shock channel also appeared to show no capture. Per follow-up with the healthcare provider, it was unknown whether the inappropriate shocks contributed to the patient's death or if the device was explanted and would be returned. The official cause of death was also not known.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that on (B)(6) 2026, the healthcare provider inquired as to why the left ventricular electrogram appeared flat on (B)(6) 2026. Technical services (ts) reviewed the data and indicated that the patient may have passed away. Additional ts review indicated that on (B)(6) 2026, the patient was in atrial fibrillation (af) and the cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks for af with rapid ventricular response (rvr). The delivered shocks were successful in converting the af and rvr, but the rhythm kept coming back. The last atrial tachy response (atr) episode showed that the ventricle had slowed, but the shock morphology was still wide. The shock channel also appeared to show no capture. Per follow-up with the healthcare provider, it was unknown whether the inappropriate shocks contributed to the patient's death or if the device was explanted and would be returned. The official cause of death was also not known.